Event description:
A customer complained after observing two non-reproducible, higher than expected vitros troponin I es results from two troponin I free patient sample pools run on a vitros 5600 integrated system. Vitros tropi es results= 0.245 and 0.987 ng/ml versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There were no vitros tropi es patient sample results affected with the same magnitude of bias during the time of the event and there was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected vitros troponin I es results were obtained from two troponin I free patient sample pools run on a vitros 5600 integrated system. The most likely assignable cause of the events is an instrument related issue, as within-laboratory precision testing was unacceptable. Following completion of service the 5600 system was returned to its expected performance. The investigation determined that pre-analytical sample handling could not be ruled out as a contributing factor; however, a reagent issue could be ruled out.